Event description:
After the patient was unhooked in the morning, the patient said that it felt like her finger was burnt where the pulse ox was. The polysomnography tech did look at it and it looked like a possible blister was forming where the pulse ox was.had another tech come in and take a look at it; he agreed.pt is not upset about this, but just seemed a little concerned that it hurt. She was given some vaseline and a band-aid to put on after her shower just to protect it. Could not find anything like neosporin, but told her when she got home to put neosporin on it and a new band-aid and to call us if experiencing any further problems.